Manufacturer narrative:
Corrected h.6 type of investigation, investigation findings, and investigation conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences engineering summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The delivery system was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery was provided of the patient's anatomy. Calcification could be seen on the patient's native leaflets. Difficulty navigating the catheter through the anatomy is an identified hazardous situation associated with the transcatheter valve replacement procedure. The commander delivery system is designed to be compatible with a standard 0.035'' guidewire to enhance trackability. The nose tip is designed to be atraumatic and provide better anatomical crossing, while providing a gradual dimensional increase. Articulation of the system is also instrumental in trackability to the target treatment zone. The ability to articulate allows the catheter to traverse the aortic arch over an 0.035'' guidewire with minimal interaction between the delivery system nosecone, crimped thv, patient vasculature and calcification that may be present. Flex/articulation is designed to occur in one direction with minimal deflection from the flex plane. Catheter deflection angle, and deflection plane are verified for effectiveness. Flexion of the commander delivery system is validated, as articulation of the system is also instrumental in navigation through the anatomy to the target treatment zone while minimizing vascular interaction, including traversing the aortic arch, as well as crossing the native or surgical bioprosthetic in the most achievable, non-biased form. System materials are specified through design requirements, while manufacturing and packaging procedures include 100% inspection for loose fragments. Edwards has provided guidelines and instructions to physicians on visualization, assessment, and preservation of the vasculature, adequate preparation of the vasculature, the optional use of predilation of the target valve, and proper use of flexion while performing navigation through the anatomy in the IFU and training materials/refresher training. In addition, edwards physician training program includes case observation/review, proctor qualification and refresher training. Review of prior closed similar complaints that were able to be confirmed indicates that patient and/or procedural factors can contribute to difficulty or inability in tracking the delivery system to the landing zone, including traversing the aortic arch and crossing the native annulus/bioprosthesis. Patient factors such as calcification, tortuosity, small vessel size, or pre-existing vascular stent may cause constrained sections of the anatomy that interferes with passage of the delivery system and causes difficulty during tracking. Proper use of the guidewire is important as it serves to guide the delivery system during tracking and crossing of the anatomy. As such, poor guidewire positioning and/or loss of guidewire placement may cause the delivery system to interact with patient anatomy, leading to difficulty tracking/crossing. Additionally, navigating over a kinked guidewire or incorrectly sized guidewire may cause resistance between the guidewire and guidewire lumen, leading to difficulty tracking/crossing. Finally, excessive manipulation of the flex wheel may cause misalignment between components of the flex assembly within the delivery system handle, damaging the components and causing resistance or inability to fully flex the delivery system, leading to difficulty crossing the aortic arch and/or native annulus/bioprosthesis. In this case, the complaint was unable to be confirmed. Investigation results suggest/indicate patient factors (calcification) may have caused or contributed to the crossing difficulty complaint event. Additional intervention with second femoral access and resulting guidewire manipulation likely led to the perforation and subsequent patient death. However there remains a possibility that the initial crossing difficulty did contribute to the overall patient outcomes and this is captured within this complaint. No edwards defect or manufacturing non-conformance that would have contributed to the reported event was identified. No IFU/training deficiencies were identified. Therefore, no further escalation (CAPA/scar/pra/fca) is required.

Event description:
As reported by the clinical specialist, during a tf tavr case the team was unable to cross the patient's aortic valve with the thv via right side access. No bav had been performed before that first attempt. Access was then made on the left femoral artery and a sheath was advanced. When trying to advance the wire across the aortic arch the team had entered into a subintimal plane and went all the way up to the aortic arch where it couldn't go further. Using ivus guidance the wire was entered back into the true lumen. The wire was then advanced across aortic valve and bav was performed. Bav balloon was removed and the 29mm sapien 3 valve was then advanced and deployed. Upon removal of the delivery system the patient's pressure dropped into the 30s and in was seen on tee examination that there was a small profusion in the heart. Pericardiocentesis was performed, as well as a left sided chest tube to drain blood collecting in the pleural space. Several attempts were made to save the patient but the patient expired on the table.

Manufacturer narrative:
Investigation is ongoing. H3 other text : device not retained for evaluation.